Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call, he was priming the insulin pump and it started to slow down, then it alarmed compromised force sensor. She didn't recall his blood glucose level. Troubleshooting was performed and no anomalies were noted. The customer's mother was advised to have the customer discontinue use of the device; revert to back up plan, and the device needed to be replaced. The customer's mother might return the device for analysis.